Manufacturer narrative:
A credit memo was issued to the customer.

Event description:
It was discovered in the beckman coulter inc. (Bci) warehouse that the synchron control multi-level 6x20m chemistry reagent leaked. No injury was reported.